Manufacturer narrative:
This report is associated with (B)(4), corega oxigeno bio-activo. Corega oxigeno bio-activo is marketed as polident tablets in the us.

Event description:
Ingestion by mistake (medication error without harm) [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega oxigeno bio-activo) tablet for drug use for unknown indication. On an unknown date, the patient started corega oxigeno bio-activo. On an unknown date, an unknown time after starting corega oxigeno bio-activo, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega oxigeno bio-activo was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega oxigeno bio-activo. Additional details, the reported event was ingestion by mistake (medication error).